Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with blood pressure issues due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. Patient's current blood glucose: 450 mg/dl. The customer experienced all symptoms of high blood glucose according to the troubleshoot. High pressure test was declined by customer. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump is not expected to be returned for analysis.